Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2025. It was reported that the bands would not deploy when attempted by the physician. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing showed no visible damage. Additionally, the slack had been taken up, and the handle displayed no evidence that the loop had been secured to the post. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the wire was not secured to the handle; however, the IFU states, "secure trip wire in slot on handle unit." The reported event of bands unable to deploy was confirmed. It was determined that the device's instructions for use were not followed, as the trip wire was not secured to the post. This condition can affect proper band deployment once the ligator housing is installed onto the endoscope, preventing the trip wire from functioning correctly with the handle during band release. Based on all available information, the probable root cause assigned is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2025. It was reported that the bands would not deploy when attempted by the physician. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.